Manufacturer narrative:
The customer contacted a siemens customer care center and reported that a discordant, falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on the advia 1800 instrument. The customer reported that quality controls recovered within acceptable ranges on the day of the event. A siemens customer service engineer was dispatched to the customer's site. Siemens is investigating the issue. The initial reporter's phone number is (B)(6). MDR 2432235-2019-00192 and MDR 2432235-2019-00194 were filed for the same issue.

Event description:
A discordant, falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2_c result.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2019-00193 on 06-jun-2019. Additional information (28-jun-2019): a siemens customer service engineer (cse) was dispatched to the customer's site multiple times. The cse observed residue on the dilution probe and sample probe and determined that the wash station for the dilution probe was not high enough; thus, the probe was being inadequately washed. The cse also observed that the pump needle for the sample aspiration/dispense pump was dirty and observed signs of corrosion on the metal component of the dilution probe discharge pump plunger. The cse also determined that the sample reagent wash pump was dirty. The cse cleaned all probes and mixers with alcohol wipes, cleaned and replaced the pump plunges as required, aligned the dilution probe and sample probe, decontaminated the instrument, and replaced pump seals, degasser, and the tubing going to the sample aspiration/dispense pump. The cse also ran a water quality test, which recovered acceptably. Then, the customer ran quality controls (qcs) and calibrations; the qcs recovered within acceptable ranges. Siemens further investigated the issue and determined that routine service was required on the instrument, which potentially contributed to the discordant, falsely elevated concentrated carbon dioxide (co2_c) result. The result code and conclusion code in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2432235-2019-00192_s1 and MDR 2432235-2019-00194_s1 were filed for the same issue.